Event description:
It was later reported that the patient¿s pump never worked and it caused them to be ¿always still in pain.¿ a dye study was done and there was no dye ¿getting out of the pump.¿ the dye was ¿stopped right there at the catheter.¿ the revision was done to ¿clear out¿ the catheter, but the patient had a pump and catheter replacement.

Event description:
Additional information later reported that the patient went to the hcp about 2.5-3 years ago as it wasn¿t working very well and after a dye test they found the morphine was going to the catheter and stopped there and dissipated instead of going to the patient¿s spine. Per the patient they were ¿going to get the kink out¿ but instead the patient woke up with a "brand new unit".

Event description:
Additional information: as of (B)(4) 2012, the patient started to notice the symptoms regarding acute pain about 1 year ago. During this time the patient also noticed more mood swings, was generally upset, had ''quite a few shakes'', and was sick on an off with a cold and upset stomach. The patient did not notice any significant withdrawal at the time. The patient had started taking more percocet. The patient indicated he was almost wheelchair bound. A physician ordered a dye study and x-rays about 1.5 months ago. A healthcare provider indicated the pump was completely clogged and inoperative, however a manufacturer representative indicated the pump was working fine. It was noted that it was difficult to determine what was going on since the patient's spine was ''completely incased in steel from his shoulder blades down to his hips and x-rays can't see through this.'' The patient has had 18 major surgeries in the last 20 years. The new pump was working great and it had significantly improved the patient's pain. The patient's pump currently administered morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a change in therapy effect; he started to notice symptoms of acute pain in his lower back and legs about 9 months previously. Increasing the dose did not relieve symptoms. At that time more fluid was pulled out of the pump than was expected. A dye study was performed about 1-2 months previously in which no dye was able to move through and the healthcare provider recommended pump replacement. The patient was told that the pump was blocked. The pump contained morphine 20mg/ml, 10.2 mg/day, bupivacaine 20 mg/ml, 10.2 mg/day, and baclofen 100 mcg/ml, 51 mcg/day. The patient did not experience any signs of withdrawal. A new system was implanted. The patient recovered without sequelae and had good pain relief.

Manufacturer narrative:
Only the pump was returned to the manufacturer. Analysis of the pump revealed no anomaly, normal device function.

Manufacturer narrative:
Continuation: implanted: 2007-(B)(6) explanted: 2012-(B)(6); product typ catheter. (B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.